Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a flo-gard IV solution set in which kinked tubing was observed. The report stated that the nurse started the infusion on a patient using an unknown infusion pump, when a no flow was observed. The nurse immediately checked the solution set and noticed there was a kink in the tubing resulting in a no flow. The infusion was stopped and the solution set was replaced. Therapy was delayed, however, it continued on normally after the replacement. The unidentified patient suffered no physical injury but it was reported that the patient was stressed as a result. No additional information is available.